Event description:
Clinic notes dated (B)(6) 2013 were received and reviewed. The notes state that about two months ago, the patient started having heart palpitations; however, the EKG and lab results were all normal. Additionally, the patient started getting pain in the ear, neck, and jaw, and knots on the side of neck. The patient has also been coughing. The patient slept with the magnet the night prior and seizures are starting to resolve. The palpitation sensation is described as heart racing. For the last two months there have been increased problems with ear pain and neck/jaw discomfort. As well as with knots in the neck. There is a vesicular lesion. Attempts are underway for additional information; however, they have been unsuccessful to date.

Event description:
The physician reported that the arrhythmia is not related to vns or occurring with device stimulation. The patient does not have a medical history of arrhythmia prior to vns implantation.